Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows a stent being dislodged in the proximal lad. However, the actual complaint event is not visible. Both the lad and lcx are then treated with balloons and stents. It appears that thereafter thrombotic material partially occludes the proximal lad. Flow is restored, the final result is presented. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment. While removing the device in the standard technique the stent dislodged. Afterwards, the guide wire position was lost. Snaring failed. The dislodged stent was adapted to the vessel wall with a new stent, which resulted in an acceptable angiographic result. After further treatment of the lm-lad and the cx, an acute stent thrombosis was detected at the bifurcation. Medication was given. During preparation for transfer to ICU, patient became hemodynamical instable and further treatment was performed. The patient was stabilized and transferred to the ICU. 3 days later the patient passed away.

Manufacturer narrative:
Combination product: yes.